Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with two 325cc mentor smooth round moderate profile prostheses and experienced postoperative bilateral breast pain and left-sided lymphadenopathy. Initially, the patient was experiencing neck and back pain from the atv accident that she encountered in 2006. However, the patient stated that she started experiencing breast pain/spams in 2016. The patient described that pain starts from her neck and radiates down to the patient¿s arm, and sometimes she cannot move her arms and feels short of breath. Also, the patient occasionally experiences unusual breast movement / popping noise when she wakes up in the morning or when she picks up her daughter. The movement is worse on her left breast than the right. As her doctor was not able to determine the cause of her symptoms, she was recommended to reach out to mentor for her issues. In 2010, a quarter-sized tumor (non-cancer) was found in the lymph node in her left breast side and removed. No device issue such as deflation was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the right prosthesis.